Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported, the insulin pump kept alarming no delivery. Customer's mother states she would change the set and everything would be fine and then eventually it would alarm no delivery during bolus. Alarm has occurred three times in the past week. Customer's blood glucose was unknown but it was high. Alarms have been resolved with set changes. Customer's mother declined further troubleshooting. Alarm did not occur during manual prime. Alarms occurred during the middle of the night. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.